Event description:
The patient was unable to adjust stimulation. The patient was seen in clinic. The patient programmer displayed the 'call your doctor icon'. The implantable neurostimulator repeatedly displayed the out of regulation message. Patient and device identifiers were not provided. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.